Event description:
Material no.: 382523 batch no.: 8318513. It was reported that during use of the bd¿ insyte autoguard there was a chip or crack in the plastic of the catheter. The following information was provided by the initial reporter: per email: problem: when blood was drawn back through the hub it came out of a small plastic circle in the hub that looked like there was a chip or crack in the plastic.

Manufacturer narrative:
Investigation: during DHR review a non-related qn was initiated during production; disposition, root cause and corrective actions were applied per control plan all other challenge, set-up and in process inspections were performed according to specifications. Received a 22ga iag unit consisting of a catheter-adapter assembly and a fully retracted needle assembly along with an open package from lot 8318513. Visual/microscopic evaluation: traces of bodily fluids were observed throughout the assembly. Observed a crack in the adapter body which ran linear with the unit. The crack could be seen on 2 locations above the septum. Although it was determined the damage was manufacturing related a definite source that caused the adapter could not be established.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 382523, batch no.: 8318513. It was reported that during use of the bd¿ insyte autoguard there was a chip or crack in the plastic of the catheter. The following information was provided by the initial reporter: per email: problem: when blood was drawn back through the hub it came out of a small plastic circle in the hub that looked like there was a chip or crack in the plastic.